Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the pump case, inspect the pump and pneumatic tap area, and remove an o-ring from the pneumatic tap. The customer cleaned the area with an alcohol wipe or lint-free cloth and checked the cartridge for any damage. Despite these efforts, the cartridge could not be reloaded successfully, and the customer planned to attempt a reload independently, with the option to contact technical support if further assistance was needed.